Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed geo pc malfunction. Upon functional testing it was found that, a cable in the system's r cabinet had been damaged by rodents. The fse repaired the cable and advised user to take proper action to prevent rodents. After repair, the system was returned to use in good working order the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device had a c-arm angulation problem and was unable to scan. No harm was reported. A philips field service engineer (fse) visited the site and determined that a cable was damaged by rodents. After repairing the cable, the device was returned to expected functionality.